Event description:
New information received noted that the right ventricular lead was explanted on 08 dec 2021. Patient condition was unavailable.

Manufacturer narrative:
The reported events of high pacing lead impedance and noise were confirmed. As received, a complete lead was returned in two pieces. Visual examination found the inner coil was separated under the suture sleeve tie region. X-ray examination of the suture sleeve tie region verified that all filars of the inner were fractured. The cause of the reported events was due to the fractured inner coil under the suture sleeve tie region. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an internal insulation abrasion was found between the shock coils breaching the right ventricular cable lumen. In this location, the right ventricular ethylene tetrafluoroethylene (efte) cable coating and the inner coil lumen were not damaged. Another internal insulation abrasion was found distal to the suture sleeve tie impression breaching the ring electrode and inner coil lumens. The polytetrafluoroethylene (ptfe) liner and ring electrode etfe cable coating in this location were not damaged.

Manufacturer narrative:
The reported events of high pacing lead impedance and noise were confirmed. As received, a complete lead was returned in two pieces. Visual examination found the inner coil was separated under the suture sleeve tie region at 33.3 and 34.0 cm from the distal tip. X-ray examination of the suture sleeve tie region verified that all filars of the inner were fractured. The cause of the reported events was due to the fractured inner coil under the suture sleeve tie region. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an internal insulation abrasion was found at 14.0 ¿ 16.5 cm from the distal tip, between the shock coils breaching the right ventricular cable lumen. In this location, the right ventricular ethylene tetrafluoroethylene (efte) cable coating and the inner coil lumen were not damaged. Another internal insulation abrasion was found at 32.3 ¿ 32.7 cm, distal to the suture sleeve tie impression breaching the ring electrode and inner coil lumens. The polytetrafluoroethylene (ptfe) liner and ring electrode etfe cable coating in this location were not damaged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely. Review of the transmission revealed that the right ventricular lead exhibited an increase in pacing impedance and low amplitude noise artifact. The patient would continue to be monitored. The patient was in stable condition.